Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Additionally, another reportable malfunction was observed on the returned device; the front panel was not working. Based on the results of the investigation, a definitive root cause could not be established. It is likely the following led to the malfunction: the observed failure of the main board caused the reported event of no image display and the observed event of no panel display. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the video system center displayed no image. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.